Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. The insulin pump was received with intermittent buttons due to corroded keypad traces. Analysis found no anomaly of the display ramping on its own. The insulin pump was received with minor scratches on the lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 273 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.